Event description:
Fail code 810:11. Info was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reprots of any pt incident involving this pump sicne the last baxter service event.